Event description:
It was reported that the user experienced hyperglycemia with a peak continuous reading of approximately 340 mg/dl and a confirmatory fingerstick of 273 mg/dl while using the ilet system after discovering leaking insulin cartridges. The user was connecting the cartridge cap before inserting the cartridge into the pump, which prevented insulin delivery, and corrective education and troubleshooting were completed with a successful supply change and resumption of delivery. Customer care provided support that included product device troubleshooting, and procedural guidance. Investigation of this case revealed user assembly error and evidence of leakage at the cartridge connection that led to interrupted insulin delivery. No symptoms associated with elevated blood glucose reported with blood glucose trending down to 235 mg/dl after supply change. Outcomes included transient high glucose without hospitalization. It was concluded that the event was attributable to user technique with the cartridge connection and resolved with education and correct setup. The device has not been returned.